Event description:
It was reported that the lead exhibited undersensing and oversensing. The lead was explanted and replaced.

Manufacturer narrative:
Final analysis found that the reported sensing problem was caused by an intermittent short circuit between the coils due to distal insulation abrasion at 27.1 cm from the connector pin. The abrasion most likely occurred because of the bent position of the lead.